Manufacturer narrative:
The device was evaluated by the returns department which was not able to duplicate the issue.

Event description:
Reporter stated that the frame of the bed is "bowing" in the middle.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated that the frame of the bed is "bowing" in the middle.